Event description:
It was reported that the user had been disconnected from the ilet for approximately 24 hours due to an incomplete supply change and subsequently experienced high glucose readings of 400 mg/dl with continuous glucose monitor (cgm) alerts while unable to confirm with a blood glucose meter; the user then reconnected to the ilet with troubleshooting and education provided and was advised that glucose should trend down within 90 minutes. Investigation included review of the event details and provision of troubleshooting and education for reconnection and supply change. Investigation of this case revealed hyperglycemia associated with extended pump disconnection, with no device malfunction or component failure identified. No reported clinical symptoms from delayed treatment/therapy. Outcomes included elevated glucose without medical intervention or hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.